Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr with a 26mm sapien 3 valve in the aortic position, the physician could not advance the delivery system and valve to the annulus. The delivery system flex wheel would not flex the catheter to pass through the aortic arch. Additionally, the fine adjustment wheel would not bring balloon into the valve completely. The valve was delivered in the descending aorta after unsuccessful attempt to pull the valve back into the esheath and remove the system. A new delivery system and valve were used successfully. Per report, the delivery system worked fine during prep. The aorta had a significant bend in the mid descending aorta and calcium was noted at bend and valve alignment was performed in a straight section. The patient expired.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation unlocked distal to packaging position. No fine adjust or flexing was observed. Loader cap and loader tube remained over the flex shaft. Proximal balloon shaft kinked likely due to packaging.  Visual inspection was performed and the following was observed: loader tube separated from loader hub. Loader hub was not returned; compression observed on proximal end of loader tube; severe flex tip gouges;  flex tip appears slightly compressed;  multiple compression areas on flex shaft: flex tip 1¿ from flex tip; 3¿ from flex tip; 4.25¿ from flex tip. Severe scratches observed on distal portion of flex shaft along 10.5¿ starting from flex tip.  Functional and dimensional testing was performed and the balloon shaft for delivery system was able to be pulled to valve alignment marker and locked with no abnormalities observed. Flex wheel of delivery system was able to be fully flexed without any issue. The entire articulation travel was able to be achieved without any resistance observed. Functional testing and dimensional measurements revealed no issues for the complaint unit. During manufacturing, the inflation balloon were 100% inspection for any defects.  The entire delivery system was 100% visually inspected and tested.   Following sterilization, finished products underwent product verification testing (pv test) under a sampling basis.  All testing passed specification. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.   A lot history review was performed and revealed no other similar complaints.  A review of complaint history from (B)(6) 2019 to (B)(6) 2020 revealed additional returned similar complaints for the commander delivery system (all models and sizes) for handle fine adjust difficulty, delivery system articulation difficulty, and delivery system withdrawal difficulty valve through sheath. The complaints wereconfirmed, however, no manufacturing non-conformances were identified in the returned device evaluations.  A review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for the trend categories.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for handle fine adjust difficulty, delivery system articulation difficulty, and delivery system withdrawal difficulty valve through sheath were unable to be confirmed. Investigation of the device (visual inspection, dimensional measurement and functional testing) and reviews of lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ¿aorta has a significant bend in mid-descending aorta, noted calcium at bend¿. Performing valve alignment in a tortuous anatomy can result in high alignment forces required to align the thv on the balloon and tension in the system. It is also possible that significant bend in the aorta could have resulted in valve diving, where the thv becomes unseated from flex tip and dives into flex tip lumen, when conducting valve alignment. Flex tip gouges observed can be indicative of potential valve diving and high alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Furthermore, it is also possible that the existing tension in the system (due to high alignment forces occurred in the patient tortuosity) could have resulted in the operators inability to notice the flexing of the delivery system. Additionally, it was mentioned that the valve had to be deployed in a non-target location after failed attempts in removing both valve and delivery system through sheath. It is possible that the tortuous anatomy within the patient that could have caused the misalignment of the crimped valve to the sheath tip thus preventing the reveal of the system.  A definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) may have contributed to the complaint events. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limits were not exceeded for the applicable trend categories, product risk assessment escalation, and corrective/preventative actions are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-11101.